Event description:
A surgeon reports that two years following intraocular lens (iol) implant surgery by another surgeon, a pt reported unsatisfactory visual acuity of 4/10 (approx 20/50), and halos and glare that prevented her from driving at night. The lens was exchanged for another model. Visual acuity is now 10/10 (20/20) and pt denies seeing halos. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot.